Event description:
On (B)(6) 2013 the patient later reported that their healthcare provider was still working to get her to an adequate pain relief level, and that not being able to give themselves a bolus was hard. They stated that the ptm was telling them that they had to wait. The patient was allowed 8 boluses a day with a 2 hour interval. They also had a rolling 24 hour clock. The patient stated that everything was fine until today. The patient provided their dosing history over the past three days. On wednesday, (B)(6) the patient received boluses at 7:09, 9:26, 11:42, 2:25, 4:24, 6:42, 8:52, and 11:01. On thursday, (B)(6) the patient received boluses at 7:29, 9:46, 11:34, 2:39, 4:48, 7:03, and 9:07. On friday, (B)(6) the patient received boluses at 7:33, 9:44, 10:53, and 2:05. At 4:41 they tried to give themselves a bolus, but it said it failed because they had not let enough time elapse. The patient was confused. They were going to wait until after 6:00 to try again. According to the patient¿s lockout parameters, the patient was allowed boluses outside of the programmed parameter of 1 per 2 hours. The patient stated they were having trouble with their remote and that it had a mind of its own. The patient provided logs of their adjustment sessions. As of (B)(6) 2013, the patient¿s lockout settings were noted to be 10 per day, 10 per 24 hours, and 1 per 2 hours. The patient¿s lockout settings were changed on (B)(6) 2013 to 1 per 1.5 hours. They were changed again on (B)(6) 2013 to 12 per day, 12 per 24 hours, 1 per 2 hours. They were again changed to (B)(6) 2013 to 8 per 24 hours, and 8 per day, and 1 per hour. They were again changed on (B)(6) 2013 to 10 per 24 hours, and 10 per day, and 1 per 2 hours. The medication infused was morphine.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: patient programmer. Product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2013, product type: catheter. (B)(4).